Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 1) 2.5 inr/1.94 inr, 2) 1.4 inr/2.38 inr, 3) 2.8 inr/2.11 inr, 4) 5.3 inr/3.88 inr, 5) 3.3 inr/2.51 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.